Manufacturer narrative:
H3, h6: one device was received for evaluation. The device has not been in for service in the last 12 months. Event history log review and functional tests confirmed the reported problem. The root cause of the problem was a faulty downstream occlusion (dso) sensor. As a result, the downstream occlusion sensor was replaced. The device then passed functional and accuracy testing.

Event description:
It was reported that the device alarms ¿cassette not attached properly re-attach cassette". There was unknown patient involvement and unknown patient harm/adverse event reported.